Manufacturer narrative:
Insulin pump was unable to prime during prime alarm test and motor error alarm during basic occlusion test due to faulty force sensor. Insulin pump passed displacement test. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection.

Event description:
It was reported that the insulin pump alarmed motor error during the reservoir filling. Just before that alarm, the insulin pump alarmed no delivery. The customer's blood glucose was 99 mg/dl. The customer stated that they cleared the alarm once, but it came back again. The customer does not use the sensor feature. They were able to rewind the device. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.